Event description:
The account stated the bed had an unintentional movement of the head section. The bed is going into (B)(6).

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution to the alleged malfunction.